Event description:
Customer contacted beckman coulter inc., (bci) regarding high creatinine (cre3) results generated by the synchron cx9 alx analyzer. The results were reported out of the laboratory. The specimens were re-tested and repeated results were normal. The actual results were not supplied and it is unknown how many patients were affected. It is unknown if treatment was initiated or withheld.

Manufacturer narrative:
Customer did not provide any information on calibration, qc or patient data. A field service engineer (fse) was dispatched: the fse inspected the instrument and found buildup on the stirrer and in the bottom of the reaction cup. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.